Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the internal oxygen concentrator "not working" could not be duplicated or verified. Proper device operation was observed through functional and performance testing. Ventec reviewed the device's electronic records for analysis and found there were no o2 concentration alarms and no system faults in its logs. Ventec was unable to find any issues with the device which may have contributed to the patients alleged desaturation. The cause of the reported issue could not be determined.

Manufacturer narrative:
The reporter responded to ventec's requests for additional information regarding the patient and the event. As a result, sections a1, a2 (age), a3, a4, a6 and b3 have been updated accordingly. Ventec continues to investigate the reported issue. Another follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator's internal oxygen concentrator was not working. The reporter further advised that a patient had been on the vocsn and alleged that they experienced low oxygen saturation (desaturation) as a result of the reported issue. Medical intervention was required in order to prevent permanent impairment/damage to the patient -- the patient was placed on their backup device and her oxygen sats went back to normal. The reporter further advised that no alarms had been noted during the event. The patient survived the event and there were no reports of harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has reached out to the reporter in order to obtain additional information, however, no response has been received.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.